Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: direct traction with locking stylet. Laser complications: unable to implant new lead due to fibrosis at superior vena cava right atrial junction. Lead would not pass service.